Event description:
It was reported that the pump exhibited a cassette sensor error. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no evidence of physical damage. A review of the event history log found a high alarm displayed: cassette not attached properly. During the functional testing, the cassette sensor error was able to be duplicated. The cause of the issue was the dso sensor. The dso sensor was replaced. Service history identified that no previous repair has been noted in the past. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.